Event description:
Event description guidant received information that this patient was experiencing oversensing. The patient's ICD and transvenous defibrillation lead were explanted and successfully replaced with a new guidant system. The physician has elected to keep the device. The lead will be returned for laboratory analysis.